Event description:
Lawsuit filed stating that the daughter was diagnosed with toxic shock syndrome. Still has rash on hands and feet, partially up leg when discharged from hospital, may need to return to hospital for additional antibiotic treatments. Was discharged w/oral antibiotics and another medication to replace natural flora in her gi. Recieved 6 bags of IV antibiotics in hospital. Had fever of 103 and "blacked out." Mother calling to report it and concerned that "this may happen to another girl."